Manufacturer narrative:
The manufacturer received information alleging a ventilation inoperative alarm had occurred while turning the power on for a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, communication failed between therapy and user interface central processing units (cpus) (e-0196), was observed on the device's error log. The manufacturer's service technician further evaluated and determined that a temporary communication issue occurred between the system printed circuit (pca) and display pca on this device. In conclusion, the device's system pca and display pca were replaced to address the issue. The root cause is confirmed at this time.

Event description:
The manufacturer received information alleging a ventilation inoperative alarm had occurred while turning the power on for a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer and is currently awaiting evaluation. A supplemental report will be submitted as due.